Event description:
Customer reported that during routine daily testing, the defibrillator energy select switch is sticking. No reported patient involvement. Service rep unable to duplicate the reported condition. Proper operation of the device was confirmed.